Manufacturer narrative:
4/6 - we were informed that this ra lead has low impedance and failed lead check, switching to unipolar. Last measured value was back in the 300s. Patient to have lead evaluated in clinic. Device remains implanted. (B)(6) 2019 - lead check failed on this lead and sudden low pacing impedance. Noise evident on lead. Lead evaluation recommended. Lead remains implanted. (B)(6) 2019 - this lead was explanted due to subclavian crush. No adverse patient events were reported. Should additional information be received, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) - we were informed that this ra lead has low impedance and failed lead check, switching to unipolar. Last measured value was back in the 300s. Patient to have lead evaluated in clinic. Device remains implanted. (B)(6) 2019 - lead check failed on this lead and sudden low pacing impedance. Noise evident on lead. Lead evaluation recommended. Lead remains implanted. (B)(6) 2019 - this lead was explanted due to subclavian crush. No adverse patient events were reported. Should additional information be received, this file will be updated. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. Approximately 22cm distal to the is-1 connector pin the inner and outer insulation was found damaged and the outer conductor coil was found fractured. This damage is assumed to be the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead check changed polarity and a small amount of noise was observed. The lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4) - we were informed that this ra lead has low impedance and failed lead check, switching to unipolar. Last measured value was back in the 300s. Patient to have lead evaluated in clinic. Device remains implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.